Event description:
It was reported that the patient passed away from natural causes while connected to the ventilator. The ventilator was powered off when the caregiver realized the patient was no longer breathing. There were no allegations of ventilator malfunction causing patient harm.

Manufacturer narrative:
Performed an event trace download and non-invasive testing. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions and also passed the general checkout. This MDR is being filed beyond the 30 day filing timeframe.